Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The patient has lupus/apa (anti phospholipid antibodies). Per product labeling, this may cause false-high inr values and false-low quick values. Where apa is known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:30 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. At 10:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.0 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is every two weeks and is currently daily.